Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 314 (mg/dl). A manual injection was delivered to address bg level. Reportedly, the customer's health care provider adjusted the customer's carbohydrate ratio settings which is believed to have contributed to their elevated bg levels. It was recommended that the customer continue to consult with their health care provider to discuss diabetes management.